Manufacturer narrative:
The manufacturer did not receive devices as the pt has not been revised. Three x-rays have been received for review, no other source documents were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: 3 separate MDR for all implanted products with winterthur design will be filed, all with case number (B)(4). There are also products implanted with warsaw design, these products will be reported with zimmer case number (B)(4). Zimmer ref no: (B)(4).

Event description:
It is reported that pt was implanted with an as shoulder system and part of shoulder psi pilot study-study ID (B)(6). It was also reported that pt suffered a neuroplexia (nervus ulnaris) of the left hand. The surgeon rates the event to be mild, no actions were taken regarding a treatment, thus there is a minor impact to the pt. No revision surgery has taken place, neither a revision surgery has been planned, the devices rested in situ.